Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient died from a heart attack. No autopsy was performed. The patient reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving vns therapy at the time of death. There is no evidence at this time that the vns system caused or contributed to the reported event.